Manufacturer narrative:
The subject device was not returned to omsc for investigation since the facility reprocessed it and continued to use. The exact cause of the user's report could not be conclusively determined. However, omsc thinks that there was no abnormality of the device because the device still can be used by facility. So, omsc considers that user handling caused this event. The device instruction manual has warned users that "do not force the cutting knife against body cavity tissue. This could cause pt injury, such as perforation, bleeding or mucous membrane damage." A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during removal of full-thickness of stomach by laparoscopy and endoscopy cooperative surgery (lecs), damage occurred in diaphragm, pericardium and coronary vein. The doctor switched open surgery and treated damaged area since bleeding from coronary vein was uncontrollable. Status of occurrence was unspecified. The facility informed that after the event, the pt was released safely.